Manufacturer narrative:
(B)(4). Batch #: u7000u. Additional information was requested and the following was obtained: is the white tissue pad completely missing from the clamp arm of the device? Yes did the tissue pad fall into the patient? No if, so what efforts were made to retrieve it? Did the extended surgery time due to the issue with the device changed the plan of care for the patient? No. What is the current condition of the patient? Ok. Was there any other action taken for the prolonged time of the surgery? No. Did the procedure have to be converted to open? It was open procedure. Did the patient need any different type of post op care due to the extended time of the procedure? No. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the har9f device was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. However, the blade was not cracked. In addition, it was received with the tissue pad detached and not returned but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a test handpiece and tested on a gen11. The device did activate during functional testing. Possible causes of the blade damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the blade and tissue pad. Please reference the instruction for use for more information. Based on the condition of the tissue pad, a probable cause for this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a thyroidectomy the white pad detached from the focus+ instrument. The procedure was delayed 30 minutes but it was completed successfully. There were no patient consequences.